Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the ventilator's touchscreen, after the initial check up, was blank. There was an audible alarm and the screen was dark but the light-emitting diode (led) lights were lit. There was no patient involvement at the time of the reported incident.